Event description:
As reported, during an incisional ventral hernia repair procedure on (B)(6) 2022, the bard/davol optifix at fixation device misfired fasteners when attempting to fixate a non-bard/davol (strattice) mesh. As reported, approximately 15 fasteners were deployed and there were both proud and loose fasteners, which were removed from the operative site. As reported, fixation was not applied at a hard structure and the device misfired more in the articulated position than in the straight position. As reported, a non-bard/davol (protack) device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Functional evaluation of the sample was unable to reproduce the reported event. The subject optifix at was found to function as intended during simulated use testing in both straight and articulated positions. No manufacturing anomalies were noted. Based on the sample evaluation and investigation performed, the most probable root cause of the reported event would be the result of an event occurring during user/device interface. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in july, 2021. The instructions-for-use (IFU) for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure."